Manufacturer narrative:
(B)(4): results: (based on the info provided, no root cause can be determined), (mi, revascularization).

Manufacturer narrative:
The previously reported revascularization approximately 4 months post index procedure was performed to treat new stenosis (possibly ischemia) was carried out. Non-medtronic stenting was carried out. Patient was in remission. Investigator assessed that the event is not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor sprint rx drug eluting stent diameter 3.5mm length 30mm was successfully deployed to the proximal rca resulting in 0% stenosis. Approx 9 weeks post stent implant, chronic heart failure due to pneumonia developed and the pt was hospitalized. The pt was hospitalized again approx 14 weeks post stent implant with chronic heart failure. Pci was planned. Approx 16 weeks post index procedure, the pt was diagnosed with silent myocardial ischemia. Revascularization was carried out on that date on the same vessel as stent implant. The pt is reported to have recovered.